Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's scs system was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient complained he has not received effective stimulation therapy from his scs system since implant. Surgical intervention is planned for a later date to address the issue.